Manufacturer narrative:
No lot number was provided.

Event description:
This spontaneous report was received from a patient and concerned herself (B)(6) white female from the united states: (B)(6). The patient¿s medical history and concurrent conditions included alcohol use (occasional cocktail or wine), grave¿s disease, high blood pressure, non-smoker, ruptured aneurysm, and thyroid removed. The patient has previously developed drug allergy when taking dilantin (phenytoin) and hydrochlorothiazide. She also stated an allergy to a preservative in an unspecified anesthesia medication. There was no history of drug abuse/illicit drug use. The patient was prescribed the ortho coil spring diaphragm in 1995 and used weekly for prolapsed uterus (off label use). No lot number was provided. Concomitant medications included levothyroxine, amlodipine, and benazepril. Approx. 4 years ago in 2008, the patient had a bone density test and was diagnosed with osteopenia. She was treated with dietary supplement osteovalin (strontium carbonate, quercetin, hesperidin). The outcome was not provided for osteopenia. This case is linked to 2012-01071, same patient. This report was serious (device malfunction, medically significant).